Event description:
This device was explanted because there was "inexplicable loss of capture. No electrical problems were found with the lead." The physician chose to remove both the rv lead and the device.